Event description:
Rptr had this implant implanted in her right breast to replace a silicone implant in 1992. The previous implant was replaced because of capsular contracture. Rptr now experiences burning and pain in both breasts and developed an autoimmune phenomena in 1985. On 1/17/94, the implants were explanted. (Also see mw1000683 and mw1000684.)